Event description:
Baxter reports that there is a fissure in the product. The deepness of the fissure could not be observed. The issue was detected during a routine physical exam of the patient. The patient had experienced slight abdominal pain and exhibited a turbid liquid and fibrin. In 2006, the patient was diagnosed with peritonitis. White blood cell (wbc) count was 300 / cubic mm on the same day, 610 cubic mm two days later, and 1230 / cubic mm eleven days later. Polymorphonuclear cell count was 65% eleven days earlier and 75% two days later. The patient was administered 2 g vancomycin (intraveneously) and 60 g gentamycin, however, the latter was stopped after 48 hours and changed to ceftacidime. After no response to typical bacterial treatment, the patient was put on fluconalzol to prevent fungal infection. The transfer set and catheter were removed from the patient and she is now on hemodialysis.